Event description:
Patient's mother called rn into the room and stated the patient's IV was leaking (patient was receiving 500 ml normal saline bolus). There was a puddle of fluid on the floor and saline dripping from the roller clamp area. The infusion had been started only moments earlier. Fluids stopped and a new IV set-up was obtained.